Event description:
Clinical study. During a coronary artery drug eluting stenting treatment procedure the physician was unable to cross the lesion and there was a malfunction of severe withdrawal resistance. The dr was treating 3 lesions in the procedure and implanted 3 taxus express2 8.8% (3.00x28mm, 2.5x16mm, 2.75x32mm & 2.5x8mm) drug eluting stents in the lesions. The dr attempted to place a taxus express2 8.8% 2.25x8mm drug eluting stent in one of the lesions but was unable to cross the lesion. It was then reported that there was severe withdrawal resistance. There were no further complications reported. The pt was discharged to another hosp 6 days later on beta blockers, ace inhibitors, acetylsalicylic acid and thienopyridine antiplatelet.